Event description:
An implant card was received providing that a patient¿s generator was explanted due to "battery depletion, unable to interrogate due to battery depletion". An estimate of battery life using the manufacturer¿s in-house programming history data estimated 4.1 years to an end-of service condition and was not an expected condition based on the estimate. Additional relevant information has not been received to-date. This facility will not return explants to the manufacturer. The explanted devices have not been received by the manufacturer to-date.